Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 6 months following the valve implant procedure the patient was hospitalized for a gastro-intestinal bleed (gib). The cause of the gib was not reported. During the hospitalization, volume overload occurred associated with a congestive heart failure (chf) exacerbation. An intravenous diuretic was administered twice daily while hospitalized. At discharge the diuretic was switched to oral administration. The physician indicated the event was not related to the valve or implant procedure.

Event description:
Additional information received indicated the gastro-intestinal bleed was due to the patients excessive non-steroidal anti-inflammatory drug (nsaid) use and unrelated to the medtronic products. Lower extremity edema and elevated brain natriuretic peptide (bnp) occurred as result of the congestive heart failure. As reported, no symptoms occurred as result of the aortic stenosis. Treatment was not required for the stenosis at this time.

Manufacturer narrative:
Updated data: b5, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that it was possible the heart disease, coronary artery disease (cad) had worsened given moderate stenosis on the transcatheter aortic valve which may have led to the congestive heart failure (chf) exacerbation. The aortic stenosis (as) was identified on an echocardiogram. It was also reported that the heart disease was a factor that may have led to the chf exacerbation and not the moderate as. The heart disease was not worked up during this admission. The heart failure event did prolong the hospitalization. The chf event resolved approximately 7 days following onset.